Event description:
It was reported by the user site that on (B)(6) 2026, prior to a selenia dimensions mammography system procedure, the vertical travel assembly (vta) moved downward on its own, reached the lower limit, and generated an error. It was reported that the event cleared after a system reset and unplugging the footswitch. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the footswitch had malfunctioned and had jammed, resulting in a commanded vta/c-arm motion that was unintended by the user. It was further reported by the fse that, because the vta assembly includes the c-arm, the unintended vertical motion of the vta also resulted in unintended c-arm movement. The fse replaced the footswitch, performed functional testing, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.